Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on july 15, 2020, the patient underwent for a ssro surgery on (B)(6) 2020. During the surgery, the plate was not locking by the inserted screw. The surgery was completed without any surgical delay. The patient was stable. Concomitant devices reported: unknown screwdriver (part# unknown, lot# unknown, quantity# 1). This complaint involves two (2) devices. This report is for (1) ti matrixmandible 2x2h dcp pl 1.25mm thick. This is report 1 of 2 for (B)(4).